Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 130 mg/dl, 239 mg/dl and 117 mg/dl on the aviva system. Patient did not modify therapy based on these results. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.